Manufacturer narrative:
Based on the available information this event is deemed a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4).

Event description:
It was reported that a patient was referred to (B)(6) medical care for treatment on (B)(6) 2013. It was stated that she had a sacral ulcer of 10cm x 7cm diameter, depth unreadable, with 100% dry necrotic tissue, loose edges, and moderate exudate not fetid or serous with sloughy surrounding skin. The patient had a right trochanter ulcer of 3cm x 3cm diameter, with 100% dry necrotic tissue, irregular boarders, scant exudate not fetid and serous, and slight flush on surrounding skin. The patient also had a left trochanteric ulcer with 20% surface 3cmx 2cm fibrin tissue and 80% granulation tissue, irregular edges, exudate not fetid and serous, and the surrounding skin with slightly blush. It was reported that the wound did not show signs of infection. Treatment on the ulcers began using aquacel ag dressing 10 x 10cm and duoderm secondary cgf on wound one (1) and wounds two (2) and (3) gel duoderm was applied and covered with duoderm cgf continuing every four (4) days. On september 24, 2013 two new pressure ulcers were identified. An external ulcer on the distal third part of the left inferior extremity, with 100% fibrin. The second was a pressure ulcer on the left inner heel with a diameter of 1cm x 1cm with 70% fibrin. Treatment trochanteric and sacral ulcers continued with the same wound management and wound's edges were protected with zinc oxide. It was stated that the wounds did not have any obvious signs of infection during autolytic debridement process. It was emphasized to the caregivers to change the patient's position. On (B)(6) 2013, it was observed on the left trochanteric ulcers, which were separated by a bridge of skin, the wound bed had 100% wet necrotic tissue. On the right trochanter six small ulcers separated by a bridge of skin, with 100% of necrotic tissue. The same treatment was used on the patient and continued every four (4) days. (B)(6) 2013 the patient was assessed by a doctor and the patient was found to be hemodynamically stable, without fiber, but the doctor stated the sacral and trochanteric wounds were over-infected. The doctor began treatment with oxacillin 1g, intravenous, every six (6) hours for ten (10) days and ordered daily treatment with saline and an application on the wounds of sulfamethoxazole timetropin - metronidazole tablets granulated with positon changes every ten (10) minutes and a medical assessment at the end of antibiotic treatment.

Manufacturer narrative:
Additional information was received on (B)(6) 2015. The product associated with lot#2j02245 was manufactured according to specification. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on october 13, 2015. (B)(4).